Manufacturer narrative:
Previous event of driveline infection is reported in MFR 2916596-2019-03688. Approximate age of device, 3 years, 10 months. Main investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a recurrent driveline infection (pseudomonas) that required additional intervention. The patient was taken to the operating room to be washed out and was restarted cefepime treatment. No additional information was provided.